Event description:
A us distributor reported that a patient was experiencing check therapy pad messages and the belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt and check pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open white pulse wire in the cable. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.